Manufacturer narrative:
(B)(4).

Event description:
The customer reported clear fluid leak from the amtc (air mix temperature control) module of the unicel dxh 800 coulter cellular analysis system. The volume leaked was unknown but the customer indicated the leak was contained within the instrument. The instrument generated probe waste chamber vacuum error during the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered plug from y fitting on vacuum chamber vc350 which was preventing vacuum to cbc (complete blood count) waste chamber. The fse removed the plug from y fitting on vc350. The fse found another plug from bottom port on vent/overflow chamber vc199 which was preventing it from draining. The fse also removed the plug from bottom port on vc199 to resolve the issue. Repairs were verified and results met published specifications. Failure mode is attributed to plugs at y fitting on vc350 and at the bottom port on vc199.